Event description:
Customer account called tosoh bioscience, inc. Technical support and reported that one 27.29 result had initially been reported as 30 u/ml with no instrument flags. Account has auto release function and the result was reported. The physician questioned the result and the specimen was pulled to be repeated at which time it was noted that there was a clot in the specimen. The clot was removed and the specimen was re-centrifuged. The specimen was repeated and the 27.29 result was 238 u/ml. The patient's previous 27.29 results were usually around 300 u/ml. The patient is an outpatient. Account stated that the laboratory technician had not visually checked the specimen for clots prior to the initial analysis. Root cause of the erroneous result is the presence of a clot in the specimen that was not removed prior to testing.